Event description:
Spinal motion is developing an artificial disc and using charite as a control in their clinical eval. Spinal motion reported that 5-months out pt developed pain. Six-month visit, his plain x-rays showed that his charite core was extruded. In 2006, the subject underwent removal of charite prosthesis, anterior corpectomies with anterior decompression of the spinal canal, anterior spinal fusion.

Manufacturer narrative:
No definitive conclusions can be made at this time. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.